Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).

Event description:
It was reported that there was a difference between the inspiratory and expiratory volume. The patient desaturated due to laryngospasm. Final patient outcome was no injury. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. According to received information from the user facility, the case was started with the anesthesia system despite not behaving as it should (discrepancy between vti and vte) while the spare machine was being prepared. Investigation on-site found that the black seal (o-ring) on the water trap receptacle was protruding and did not allow for proper alignment of the green seals on the water trap. The water trap receptacle was replaced and the upper part of the safety valve including its membrane was replaced since it had lost its flexibility. The two replaced parts were returned for investigation. Visual examination of the water trap receptacle shows that the two black o-rings were incorrectly mounted in the water trap receptacle when returned as described. The parts were tested in a reference system and no issues could be reproduced. All test passed and no issues were noticed during a long-term ventilation session on a test lung. The issue that the protruding black seal on the water trap receptacle did not allow for proper alignment of the water trap could not be reproduced. The received logs show that a successful sco was performed on the day prior to the event, in the morning on the event day and after the event. The reported issue with deviations between vti and vte and also mvi and mve can be confirmed in the received logs (trend). There are also a lot of switching of ventilation modes and also changes between agc and mgc. Clinical alarms such as minute volume: low, airway pressure: high, apnea, leakage, fio2: low and other clinical alarms were generated many times through out the case. There are no technical error codes in the technical log which indicate that there were no technical malfunctions during the event. Our conclusion is that it is likely that a leakage in the system caused or contributed to the reported difference between the inspiratory and expiratory volume. Based on that no leakage or fault was reproduced with the replaced and returned parts, the cause of the leakage has not been determined in this investigation. The fact that the patient experienced a laryngeal spasm may have contributed to the reported desaturation.

Event description:
Manufacturer's reference number: (B)(4).